Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that when he removed the cannula from the customer's body, the white cannula was no longer on the end. Caller alleges the cannula broke off in the customer's body. No medical treatment was reported at this time. Infusion set has been discarded; no product will be returned.